Event description:
It was reported that the patient received an inappropriate shock due to oversensing of a large railing noise. The device could not be interrogated so the patient was sent home. Later, the doctor explanted and replaced the pulse generator onto the same electrode. There were no additional adverse patient effects.